Event description:
Report received from the USA stating the device was not working due to low rpm's. The device was not used in surgery. It is unknown if injury or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).